Event description:
A customer reported that no message appeared upon scanning the adc device using the librelink application. As a result, they were unable to obtain readings and became hypoglycemia, feeling faint and shaky. The customer was administered glucagon by a friend, who is a healthcare professional. There was no report of death or permanent injury associate with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that no message appeared upon scanning the adc device using the librelink application. As a result, they were unable to obtain readings and became hypoglycemia, feeling faint and shaky. The customer was administered glucagon by a friend, who is a healthcare professional. There was no report of death or permanent injury associate with this event.

Manufacturer narrative:
Attempted to recreate the user complaint and was able to scan a sensor successfully using both ios and android. Could not replicate the user complaint from provided information. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that no message appeared upon scanning the adc device using the librelink application. As a result, they were unable to obtain readings and became hypoglycemia, feeling faint and shaky. The customer was administered glucagon by a friend, who is a healthcare professional. There was no report of death or permanent injury associate with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. An investigation has been performed for the reported complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The user reported no message appear when scanning the sensor with the freestyle librelink application. The app version stated in the user complaint was tested and released per the compatibility guide and is no longer obtainable. Successfully scan and receive glucose readings using a similar configuration and was unable to reproduce the complaint. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.